Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system would not boot up. Upon functional testing fse determined host computer was not turning on with system startup. For a temporary solution the fse started the pc by pushing on button in front of pc, later on the host pc was replaced by fse. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot. The system was not in clinical use. There was no reported patient or user harm. The fse manually started the host pc and returned the system to use in good working order.